Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual examination revealed coupling end was damaged. Device corresponds to drawings and processes at the time of manufacture. The coupling diameter and af were inspected and found to be conforming. The af portion was damaged due to a handling error.

Event description:
It was reported during an oracle procedure - l2-l4. The trial handles became jammed on the trial spacers. The alif spreader also began to stick to the handles. A mallet was used to separate the devices. Used another hammer. The oracle spacer broke while inserting. All pieces were retrieved. Another spacer was inserted. Added an additional 20 mins to the procedure. This is 6 of 7 reports for the same events.